Manufacturer narrative:
The technician found both foot end brake casters worn out causing them not to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced both foot end brake casters. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating brakes won't hold at foot end of stretcher. The bed was located at the account in the cath lab. There were no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).